Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant nodal tachycardia (avrnt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered cardiac tamponade. At an unspecified point, the patient developed a cardiac tamponade. It is unknown at this time how it was discovered and what type of medical intervention was provided. There¿s no indication that extended hospitalization was required as a result of the adverse event. Physician¿s causality opinion was not provided. The patient was reported to be in stable condition. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.